Event description:
The customer reported that the insulin pump was losing power and turning off intermittently, without warning. The customer's blood glucose was not known. It was stated the insulin pump had been exposed to moisture. Troubleshooting was performed. No damage or corrosion was found. The customer inserted a new battery and the display returned. It was advised the customer that he would receive a new battery cap to rule out issues with the current one. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.